Manufacturer narrative:
Submit date: 06/07/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that after priming the pump, it will shut down by itself and won't turn on again. No patient involvement or harm.

Manufacturer narrative:
Submit date: 10/25/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit will shut down by itself and won¿t turn on again. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to failure of the unit¿s pcb; the pcb was replaced to correct the issue. The unit was then fully tested; unit passed all testing. The unit was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.